Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report# 3005099803-2008-06806. It was reported that during a urological stone retrieval procedure the basket wire tip extended beyond the sheath. A 1.9 zero tip nitinol retrieval basket 120cm had been selected to retrieve stone fragments in an unspecified ureteral location. The basket was tested outside the body and "everything seemed fine". The device was introduced into the pt and after attempting to retrieve the stone fragments, it appeared that the tip of the wire was extended beyond the sheath with the basket cage not fully retracting into the sheath. The device was exchanged for another of the same device and the same malfunction occurred. The procedure was able to be completed with these devices. There were no pt complications reported with the pt's current condition listed as "fine".